Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient had a refill appointment, but the nurse was unable to refill the pump. It was reported that the pump was flipped and they were going to do exploratory surgery. No symptoms were reported. No further complications were reported.